Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 860 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day (B)(6) 2026 with the issue resolved and no permanent damage. Customer loaded a new cartridge and resumed insulin therapy.